Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) screen is flickering. There was no patient involvement.

Manufacturer narrative:
Due to character restriction, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the display lcd. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported by the customer that prior to use, cardiosave intra-aortic balloon pump (iabp) screen was flickering. There was no patient involvement.